Event description:
The biomedical engineer (bme) called technical support to report that the short hose that went to the back of the v60 was damaged, and the oxygen (o2) transport kit needed to be replaced. It was reported that there was no patient involvement at the time the issue was discovered. The device was taken out of service. The remote service engineer (rse) provided the bme with the part number of the o2 transport kit for repair. Per good faith effort (gfe) response, the bme ultimately ordered the o2 transport kit, and upon receiving the new o2 transport kit, the bme performed the replacement and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
H10: g - contact office address and phone number: (B)(6).